Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the foot plate of the device was broken was confirmed. An assessment was performed and it was observed that the neuro-tip foot is fractured. It was determined that the neuro-tip leg bent is due to excessive lateral force being placed on the device causing it to bend. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the adapter of the craniotome device was broken. During in-house engineering evaluation it was observed that the neuro-tip foot was fractured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.